Event description:
Additional information from customer: in all three cases the patient required an additional placement attempt to obtain IV access due to this defect/malfunction. No patient injury. I don¿t have any other details to share and do not have any products for return.

Manufacturer narrative:
Investigation results: the complaint of a damaged catheter was confirmed and the cause appeared to be manufacturing related. Six 24g insyte autoguard IV catheters were provided for investigation. Four units were received in sealed unit packages. An extra needle was provided for investigation. A functional test revealed no leaks in the catheter tubing; however, three of the returned catheter tips, which included one sealed sample, exhibited flash at the tip that was deemed unacceptable. The appropriate manufacturing personnel were notified of this complaint. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte autoguard has a pinhole in the catheter near the hub and leaks. The following information was provided by the initial reporter: continue to have same issue- seems to be a pin hole where catheter hub meets catheter causing leaking and IV needing to be replaced.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.